Manufacturer narrative:
Based on the information provided by the complainant, it was determined that the sub-optimal tissue processing reported by the complainant was derived from the "2 hr standard" protocol comprising 184 cassettes, which started in retort b at 12:41pm on (B)(6) 2017 and completed at 14:56pm on (B)(6) 2017. Investigation of this complaint found that bottle 7 (ethanol) was not in contact with the corresponding sensor for 11 seconds from 16:40:24pm on (B)(6) 2017, which is not sufficient time to replace the reagent; and the properties of the corresponding reagent station were reset at 16:40:43pm on (B)(6) 2017. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The properties of the reagent in bottle 7 prior to this action were: ethanol concentration=79.4%, cycles=61, cassettes=3547, days=110. A user affirmed in the instrument software that the default concentration of 100% was to be set at 16:40:44pm on (B)(6) 2017. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 7 (ethanol) was used for the final dehydration step of five (5) protocols, which completed prior to commencement of the protocol from which sub-optimal tissue processing was reported by the complainant. Although the user affirmed in the instrument software that the reagent concentration in bottle 7 (ethanol) was to be set to the default value of 100% at 16:40:44pm on (B)(6) 2017, the actual concentration of the reagent in bottle 7 (ethanol) remained unchanged at 79.4%, because the bottle had not been removed from the instrument for sufficient time to replace the reagent. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument functioned as designed during execution of the "2 hr standard" protocol started in retort b at 12:41pm on (B)(6) 2017, from which sub-optimal tissue processing was reported by the complainant. Although not reported by the complainant, the quality of tissue processing in five (5) protocols comprising a total of six (6) cassettes, which completed prior to commencement of the affected protocol, would also have been adversely impacted because the reagent in bottle 7 (ethanol) was used for the final dehydration step in each of these protocols. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 16:40:44pm on (B)(6) 2017, as evidenced by the discrepancy between the ethanol concentration in bottle 7 measured by the fse and that calculated by the instrument software. Specifically, a user failed to complete manual replacement of the reagent in bottle 7 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint of under-processed tissue from a two (2) hour protocol comprising 184 cassettes, which started in retort b at 12:41pm on (B)(6) 2017 and completed at 14:56pm on (B)(6) 2017. On (B)(6) 2017, a leica field service engineer (fse) visited the laboratory and measured the ethanol concentration in bottles 3-8 inclusive and in bottles 14 and 16, using a hydrometer. The fse documented that the variance between the measured ethanol concentration and that calculated by the instrument software was acceptable in all bottles with the exception of bottle 7, for which the measured ethanol concentration was 77% and the calculated ethanol concentration was 99%. The fse also documented that the reagent in bottle 7 (ethanol) was used for the final dehydration step in the protocol from which sub-optimal tissue processing had been reported by the complainant. On (B)(6) 2017, leica biosystems received information that all cases exhibiting sub-optimal tissue processing were diagnosable; and re-biopsy of a patient(s) was not required for any case(s).